Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a finger repair procedure, the minitacti 2.0 screw broke from the rib. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Event description:
It was reported that during a finger repair procedure, the minitacti 2.0 screw broke from the rib. All the pieces were successfully removed by tweezers. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device, used in the originally drilled bone hole. No void was left in the patient. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor found that the certificate of conformance for raw materials and certificate of conformance is required. A visual inspection of the returned device found that it is not in its original packaging. The insertion device and a piece of fractured ti anchor were returned along with an unopened drill and drill guide. There is debris on the opened items. No suture material was returned. The ti anchor was fractured above the suture window near the distal end. Based on the condition of the product material found during visual inspection, additional material testing is not required. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.